Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #2, date of submission 09/12/2014. The product was returned to animas and evaluated by product analysis on (B)(4) 2014 as follows: multiple call service alarms were observed in the black box. The pump powered on with a call service alarm indicating a discreet component failure and which prohibiting further testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1, date of submission 07/23/2014. (B)(6).